Event description:
Nurse used a bd medical insyte autoguard shielded IV catheter to start an IV. Device entered blood vessel smoothly according to procedure. Nurse pressed release button to retract the needle and expected the catheter to remain in the patient with the luer adapter (hub) on the skin surface. However, when she pressed the button, the luer adapter fell to the bed and then the floor. Not seeing where the catheter and metal retainer went, she assumed it entered the patient's blood stream, applied pressure to prevent its movement and requested assistance. Another nurse and two doctors came to assist. A portable c-arm was used to fluoro the hand and forearm, but revealed no catheter. One of the doctors examined the autoguard device and noticed that the catheter and metal retainer had retracted with the needle into the handle of the autoguard device. The patient was not at risk, but did require intervention. The patient was not charged extra for the entertainment(:>). Manufacturer response (as per reporter) for IV insertion, insyte autoguard shielded IV catheter.very helpful, cooperative and sincerely concerned.complaint analyst / regulatory compliance, took information via phone and e-mail; also arranged for the return of the device for analysis. She stated that since interventions were used, they would also be filing a report with the FDA.